Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the right ventricular (rv) lead triggered alerts for undefined/high pacing impedance. The physician performed a procedure to assess the rv lead and implantable cardioverter defibrillator (ICD) connections. The physician noted no movement of the rv lead prior to torque wrench insertion, and the lead could not be pushed forward post torque wrench insertion. Additionally, the rv lead measures were normal through the analyzer. However, it was noted that possibly there was more blood on the end of the rv lead than expected once removed from the ICD. The ICD was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.